Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: high-impedance steroid-eluting lead with automatic ventricular capture verification. J artif organs (2002) 5:162¿164. (B)(4).

Event description:
A journal article was reviewed which contained information regarding atrial leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that the ¿auto-capture¿ function of the atrial lead was not working. The status of the leads is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information obtained. No further information is available at the time of this report. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Referenced article: high-impedance steroid-eluting lead with automatic ventricular capture verification. J artif organs (2002) 5:162¿164. (B)(4).

Event description:
Additional information was obtained through follow up with the authors who indicated that "there were no allegations or product complications against the lead." No further information was available. No patient complications have been reported as a result of this event.